Manufacturer narrative:
A visual evaluation of the returned guidewire, which was sealed inside its original pouch, revealed that the device seems to be in good condition with no anomalies or damages. The complaint is not consistent with the returned guidewire since it was inside the sealed pouch with no evidence of damages. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the reported event, therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of four jagwire guidewires used during the same procedure. Refer to manufacturer report# 3005099803-2016-01345, 3005099803-2016-01346, 3005099803-2016-01359 and 3005099803-2016-01358 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2016 to treat common bile duct stone. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of four jagwire guidewires used during the same procedure. Refer to manufacturer report# 3005099803-2016-01345, 3005099803-2016-01346, 3005099803-2016-01359 and 3005099803-2016-01358 for the other associated device information. It was reported to boston scientific corporation that four jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2016 to treat common bile duct stone. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Three more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.